Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since medical intervention was needed to treat the hematoma. The exact root cause cannot be determined. The likely root cause is failure to follow the instructions on the patient card. The device history file could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct the age in section a2 as it was inadvertently intially reported incorretly by the user facility, and to provide additional information to section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on (B)(6) 2023: an 8fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. Hemostasis achieved with with the angio-seal (as) closure device. Tthere was no blood loss. The patient was in stable condition. Multiple sticks were performed to gain arterial access. The puncture site was 1cm from the logament. An ultrasound was performed to diagnose the pseudoaneurysm. Surgical intervention was performed to treat the pseudoaneurysm. There is no direct allegation against the device from the clinician that it caused or contributed to the event.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient developed a pseudoaneurysm. The procedure being performed prior to the use of the angio-seal device was a percutaneous transluminal coronary angioplasty (ptca).